Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received confirming that there were no adverse consequences to the patient and the surgical procedure was completed successfully.

Event description:
It was reported that after use of the device for a cardiopulmonary bypass (cpb) procedure, a portion of a tie band was found in the elbow of the aortic cannula. The procedure was completed with no apparent problems, no anomalies declared, and the pressures were good. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6 the reported complaint was confirmed. The most likely root cause of the reported issue was determined to be a process/procedure issue in which there were no clear instructions for the disposal of the cut-off excess of a tie band, resulting in it potentially ending up inside one of the tubes in the pack. General assembly instructions were updated to address proper disposal of cut-off tie band excess. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint involved a tubing pack and attached oxygenator that had a tieband or serflex end being discovered in the tubing and aortic cannula at the end of cardiopulmonary bypass. Pictures and video were captured by the clinician and shared with the manufacturer that showed a tieband end, that was lodged in the aortic cannula, being pulled out and photographed. The implication is that somehow the tieband end had entered the tubing during production assembly and had migrated up to the aortic cannula during cardiopulmonary bypass with blood flow, becoming trapped in the curvature of the aortic cannula. The tubing and tieband were not returned to the manufacturer for investigation, but the video and pictures confirm the complaint. The bypass run was uneventful with no anomalies, such as restricted blood flow or high line pressures. There was no patient harm and the surgery was successfully completed. Post operatively, the patient had a normal course of recovery.